Event description:
Reporter stated the infusion set cannula dislodges from the customer's skin while the self-adhesive stays intact. This has led to insulin leakage and unexpected hyperglycemia. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.